Event description:
It was reported that during a wedge resection procedure, the surgeon was using the product as usual during the same procedure, and upon completing the firing, he noticed a green foreign object embedded in the tissue along with the staple during the process of checking the stapled tissue. The surgery was completed without any impact on the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 10/31/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. Additional information was requested, and the following was obtained: did any piece's fall into the patient? There have been no reports of cartridge fragments falling into a patient's body, but a defect was reported after a fragment of the cartridge was found lodged in the patient's tissue. If yes, were they retrieved? The fragment lodged in the patient's tissue was very small but was retrieved along with the cartridge. Will all pieces be returned with the device? Yes, but when I check it, it was not visible to the naked eye.

Manufacturer narrative:
(B)(4). Date sent 12/3/2024. D4 batch #655c68. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 655c68, and no non-conformances were identified.